Manufacturer narrative:
The pt has reported an overfill of 187% over the prescribed amount. The cycler has been returned to the MFR for evaluation and a supplemental MDR report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt called tech support stating that he was currently in drain 3 of 5 and rec'd a drain complication alarm. He pressed the "ok" key to continue with the drain function and get out of the alarm screen at which time, the flow rate started to increase. He had been laying down when the alarms were occurring but was now sitting up. There was no fibrin or air bubbles in the lines. He was provided add'l info on positional draining. The drain rate continued well and the pt was able to complete the treatment. He did add that he normally has high uf's when he drains. During drain 3, he did state he felt some right upper quadrant cramping/pain but only during this particular drain. Treatment data show a drain volume of 4,308 ml with a fill volume of 2,305 ml. Upon completion of this drain, the pt did not feel any further discomfort and completed his treatment.